Event description:
It was reported, when checking for blood return at the end of the needle extension, blood leaked out of the y port. Patient had to endure a second needle stick into their port. Required to change huber needle to administer the treatment. No injury reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking y-site of an infusion set is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Safestep infusion set with a y-site was returned for evaluation. An initial visual observation of the returned safestep revealed little use residues throughout the returned device. A functional test of attempting to infuse water into the proximal valve using a 12 ml syringe revealed a leak in the y-site of the infusion set. The leak was observed to be coming out of the blue plug section of the y-site valve. A microscopic observation of the y-site infusion set revealed the blue plug of the infusion set leaked water with some blood residues remaining inside the device. The complaint of a leaking y-site is confirmed and was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.